Event description:
Advocate stated that her father was rushed to the emergency room because the meter was reading less than what his blood glucose should be. There was no evidence or additional info that indicated the meter was giving results that were contrary to the event. No additional info was provided about the event and customer no longer has the test strips. Meter info was provided.